Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's clinical data was returned. Review of the device's clinical data indicated the analysis algorithm's waveform measurements was affected by several waveform defections in the positive direction. These large deflections, not normally associated with vf, caused the analysis program to not come up with a match for the algorithm's definitions for vf. In some segments, the algorithm confused these deflections as being qrs complexes based on amplitude and width. The source of the deflections cannot be determined. This claim is being closed as device meets specification. No trend is associated with reports of this type.